Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient's right ventricular (rv) lead had a lead safety switch (lss) due to high pacing impedance out-of-range of over 2700 ohms. Noise was noticed in unipolar configuration since the lss that could be reproduced in the clinic. Impedance testing was performed but the measurements were within normal range, between 900 and 950 ohms in bipolar. Capture thresholds were a little higher. Technical services suspected a lead position related problem since the impedance testing showed adequate measurements. The rv lead was configurated to bipolar and remained in service. Eventually, this rv lead was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned intact (not severed) and with the helix retracted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient's right ventricular (rv) lead had a lead safety switch (lss) due to high pacing impedance out-of-range of over 2700 ohms. Noise was noticed in unipolar configuration since the lss that could be reproduced in the clinic. Impedance testing was performed but the measurements were within normal range, between 900 and 950 ohms in bipolar. Capture thresholds were a little higher. Technical services suspected a lead position related problem since the impedance testing showed adequate measurements. The rv lead was configurated to bipolar and remained in service. Eventually, this rv lead was explanted and returned. No additional adverse patient effects were reported.